Event description:
A caller reported, that on the evening of (B)(6) 2021. Unspecified low/high readings were received from the adc blood glucose meter. The customer experienced symptoms described as ¿hand shake, sweating, and felt unwell¿ and was incapable of self-treating. The customer¿s wife administered coca-cola as treatment. And no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned, and a valid serial number has not been provided for meter. Extended investigation has been performed for the reported complaint. And there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and neo meter, no trends were identified, that would indicate any product related issues. Dhrs for the precision strips were reviewed, and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that on the evening of (B)(6) 2021, unspecified low/high readings were received from the adc blood glucose meter. The customer experienced symptoms described as ¿hand shake, sweating, and felt unwell¿ and was incapable of self-treating. The customer¿s wife administered coca-cola as treatment and no further information was provided. There was no report of death or permanent injury associated with this event.